Event description:
Reportedly, this device was not explanted after pt expired. In sept of 07 the pt had a mitral and aortic valve implanted due to endocarditis. Four month later pt expired. Customer checked valves and pve was found. Valve left in the pt.

Manufacturer narrative:
Device not returned.